Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01843. It was reported patient was experiencing inadequate pain relief and coverage. Diagnostic testing was performed and showed one of the two leads had migrated. The right lead was repositioned on (B)(6) 2020 due to migration. Therapy was restored post procedure.